Event description:
It was reported that after the carotid procedure the patient suffered a stroke.

Event description:
This incident will be upgraded to a MDR death based on additional information received on 07/28/2005, via a letter from the FDA. The correspondence from the FDA prompted qa to follow up with the account manager, who reported that he was informed of the pt's death in 2005. The pt's death occurred one day after the carotid procedure. No other information was available regarding the details of this case.